Event description:
The customer reported that the omnipod 5 controller was in his pocket and he felt heat against his leg. The patient removed the controller from his pocket and noted what appeared to be heat damage to his pants. No injury occurred because of this event. Additionally, the patient stated that the controller delivered an uncommanded bolus of 6.85 units and had issues communicating with 7 out of 10 pods. The customer also reported that a few days prior to the heat event, the controller displayed a warning with red triangles that stated the controller was having an issue and to contact insulet. At this time, the device has not been received and the investigation is ongoing.

Manufacturer narrative:
Based on investigation conducted by the company so far: 1. The battery temperature logs do not show temperature ever exceeding 39.6 c, which could indicate that the battery was not the source of the heat; 2. The device was in use for more than a week after the incident, which may be an indication that the battery did not experience thermal runaway; 3. There was no entry in the phb of a 6.8 unit bolus being delivered as the customer had reported. Additionally, the patient provided photos of the damaged pdm. These images provide evidence consistent with the temperature logs and indicate that the heat source may have been external to the device. Note: at this time, the device has not been received by the company.